Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer was only able to receive 8 units out of a 10 unit bolus. Customer reported changing the infusion set twice. Customer also reported experiencing high blood glucose. Customer's blood glucose was over 400 mg/dl. The customer stated the no delivery alarm was resolved by a reservoir change. The insulin pump will not be returned for analysis.